Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is also reported that the patient had bs prefyx implanted on the same day. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence with hypermobile urethra along with concurrent boston scientific obytryx implantation on (B)(6) 2007. It was also reported that following insertion the patient experienced pain, urinary problems and recurrence. (B)(4).